Event description:
The following is a synopsis of clinical investigations reported by senior clinical complaint investigator dated 6/13/2006. Full report documents are attached. Five incidences of excessive fluid removal on a centrysystem 3 machine were observed in 5 days in 2006. The mean uf error was calculated to be -0.33+/- 0.34 kg with a range from 0.00 kg to 0.90kg excessive fluid removal. The calculated machine uf error for each of the 3 treatments on pt #1 all exceed the centrysystem 3 ultrafiltration. Patient is stable, and continue on regular dialysis schedules. The pt's medical history was not provided by the clinic.